Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Regulatory agency reported patient's voluntary medwatch: "my right breast had felt a bit tense as if it had capsular contracture¿ baker grade unknown, ¿a concern especially with these recalled textured implants¿, ¿two years ago I had other health problems going on with my uterus, and had two surgeries to remove/slow down my uterine fibroids which were causing anemia, and other similar symptoms to breast implant illness. As of my last check up/blood work, etc with my doctor about one year ago, my blood work was all fine and back to normal, indicating that the surgeries had worked. I was bleeding less, and no longer anemic¿ (ndr), ¿ I am still experiencing symptoms such as: vision going very bad, especially in my left eye; feeling shaky/almost anemic like; brain fog getting horrible¿ (ndr), ¿fatigue¿ (ndr), ¿itchy rash on my lower right leg¿ (ndr), and ¿joint pain¿ (ndr). This record is for the right side. The device remains implanted.